Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) connected with the customer and confirmed the reported issue. The rse performed remote diagnostics and found a windows error. A philips field service engineer (fse) visited the site and checked the log file but did not find any related error. As a precaution the fse removed and re-inserted the memory module. After performing this action, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use (IFU) for the allura system recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. By using these mitigations provided by the design of the system, the issue may be resolved, allowing for continuation and completion of the procedure. This is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was stuck. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.